Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 170 mg/dl, 190 mg/dl (strip lot 493687) and 99 mg/dl (strip lot 493562). Results were obtained using different strip lots. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).